Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted to implant an endeavor resolute rx drug eluting stent during pci surgery in a patient with coronary heart disease. The device was inspected prior to use with no issues noted. The target lesion was in the lad,minor calcification, 90% of stenosis. No difficulties noted removing the protective sheath and no issues noted on inspection of stent prior to use. The lesion had been pre-dilated. Resistance was encountered when advancing the device, excessive force was not used. During surgery the stent dislodged. The physician attributes the event to be caused by left main thrombus. The physician attempted to remove the dislodged stent with a balloon but this failed. No patient injury reported. The procedure was not completed. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.